Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the when customer insert the batter inside the insulin pump, the pump powers on and immediately powers off, had to clean the contact inside the battery compartment before it stays powered on. No harm requiring medical intervention was reported. The device will not be returned for analysis.